Event description:
It was reported to philips that the device failed the defibrillation portion of the operations check. There was no reported patient or user involvement and no adverse patient/user impact.